Event description:
It was reported that the patient & #39;s generator and lead were explanted due to high impedance. The explanted lead has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
H2. If follow-up, what type?: supplemental MDR 2 inadvertently omitted that report type was "additional information."

Event description:
It was reported that the explanted lead was likely discarded.

Event description:
It was reported that high impedance and resultant low output current was observed on the patient's device. It was stated the patient was admitted because of increase in seizures and was in the hospital for 3 days. A chest x-ray was done by the facility, and nothing remarkable was noted. No further relevant information has been received. No known relevant surgical intervention has occurred to date.